Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s reason for call was to contact a local rep to see if they could be at an appointment they had. The patient stated that the appointment is thursday the 13th at 9:30 with their managing physician because their battery was not working and they had been falling a lot as well. The patient indicated that they had two falls already and they believed they were related to their device/therapy. The patient added that they were black and blue from the fall. The patient stated that their device was not working because the implant would not charge or do anything. The patient did not want to troubleshoot on the call and wanted to wait to meet a rep at their appointment. The event began on (B)(6) 2020. An email was sent out to the rep on the patient¿s behalf. Additional information was received from a manufacturer representative (rep), reporting that the patient felt like their battery ¿shifted¿ following a fall. They stated that they had trouble charging their battery since the fall. They then stopped charging their device about a month ago and the battery was overdischarged. The fall may have contributed to the issue. A trickle charge was attempted and after one trickle charge cycle, they were able to start charging. However, they stated that the patient then sat there for 2.5 hours and they could not get it charged a quarter of the way. The patient was very uncomfortable sitting for so long. They were unable to get more than two blocks. The patient stated that they battery pocket was very sensitive. The issue was not resolved at the time of the report, but surgical intervention was planned and scheduled for (B)(6) 2020. The event began in (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was removed on (B)(6) 2020 and the statues is unknown. No further complications were reported/anticipated.

Manufacturer narrative:
H6: additional review indicated patient code c50558 is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s fall was not related to the device or therapy. The manufacturer representative stated that the customer discarded the old implantable neurostimulator (ins) battery after it was explanted. No further complications were reported or anticipated.